Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ lymphadenopathy: unable to observe since it is not related to the device. ¿ seroma-late: unable to observe since it is not related to the device. ¿ silicone migration: unable to observe since it is not related to the device. ¿ crease/folding of implant: not observed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported left side rupture. The device remains implanted.

Event description:
Patient reported left side "rupture". Later, healthcare professional reported rupture. Healthcare professional later reported via ultrasound "peri-implant seroma/folding/rupture sign (+/+/+), snow storm appearance (+), shell disruption (+) define implant rupture, mass/ca++/ duct dilation /axillary ln (-/-/-/+), lt hyperechoic lesion axilla ln, r.o silicone migration to lt axilla conclusion, and lt rupture with silicone migration to lt axilla ln". Device has been explanted.

Manufacturer narrative:
Lab analysis: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed broken device assessed as fold flow opening. Seroma-late: unable to observe as it is not related to the manufacturing process. Silicone migration: unable to observe as it is not related to the manufacturing process. Crease/ folding of implant: observed. Lymphadenopathy: unable to observe as it is not related to the manufacturing process. As per the investigation procedure wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphadenopathy and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: ¿lt hyperechoic lesion axilla ln ¿; "peri-implant seroma"; "silicone migration to lt axilla".

Event description:
Later, healthcare professional reported rupture and via ultrasound "peri-implant seroma/folding/rupture sign(+/+/+), snow storm appearance(+), shell disruption (+) define implant rupture, mass/ca++/ duct dilation /axillary ln(-/-/-/+), lt hyperechoic lesion axilla ln, r.o silicone migration to lt axilla conclusion, and lt rupture with silicone migration to lt axilla ln". Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. The device remains implanted.